Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - oversensing was observed and could be reproduced by manipulation of the device in the pocket. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
12/14/17 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular 6 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the observed oversensing reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the conductor cable to the shock coil was found coiled inside its lumen between the df-1 connector pin and the yoke. In the area of the welding point of the df-1 connector the conductor cable to the shock coil was fractured, indicating strong tensile forces during the extraction procedure. This fracture was measured during the electrical analysis. No further peculiarities were noted. The inner coil was found deformed 25 cm distal to the is-1 connector pin. This damage most likely resulted from mechanical forces applied during the extraction procedure. Due to this damage, a stylet could only be advanced 25 cm during the mechanical analysis. Thus the analysis of the fixation mechanism was not feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.